Manufacturer narrative:
Other, other text: device evaluation: three photos were received and reviewed. Leaking was observed in one of the photos. One sample was returned for analysis in used condition without its original packaging. Functional testing involved leak testing and showed that leaking was present in the luer. The leur was broken to review for any issue with bonding. It was found that the tube was not fully inserted in the sample. The investigation determined that inadequate dispenser used in assembly operation was the cause of the reported issue. The type of solvent dispenser was changed.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the customer noticed medical fluid was leaking from the reservoir. No patient injury reported.